Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager at the user facility reported that a 2008k hemodialysis (hd) machine generated a blood leak alarm 30 seconds after the hd therapy was initiated. The staff observed blood in the dialysate lines due to an internal blood leak at the arterial end of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. The machine alarmed appropriately. The patient¿s estimated blood loss (ebl) was noted as being approximately 250 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. Following the event, the machine was removed from service for evaluation. However, no device issues were identified; the system functioned as intended so it was returned to service at the user facility.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.